Manufacturer narrative:
(B)(4): the black box showed no evidence of short battery life. There was no damage observed to the battery compartment or cap. The pump was exercised for 24 hours without overheating. The electrical current draws were tested and found to be within specifications. The power circuit was inspected and no defects were found. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was very hot to touch. The patient stated that she removed the battery but could not touch it. After letting the pump cool, the battery was replaced. This report is made based on the allegation that the pump overheated.